Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Additionally, the contact force baseline was reset to zero with no anomalies noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown

Event description:
During a typical flutter procedure, the catheter displayed contact force above 100g resulting in cancellation of the procedure. The catheter was re-zeroed, but once it made contact with tissue, the force jumped to over 100g. The issue was not resolved, and the procedure was cancelled with no patient consequences.